Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the leads were explanted and replaced to resolve the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15145. It was reported the patient experienced ineffective stimulation due to lead migration. Imaging confirmed the leads moved down and into the ipg pocket where they were wrapped around the ipg. Surgical intervention may take place at a later date.